Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an on going issue with air bubbles since (B)(6) 2019. Customer's blood glucose level was unknown. Customer also said that they had problem with insertion of reservoir. Customer did not wanted to troubleshooting. The reservoir will not be returned for analysis.